Event description:
It was reported that (2) devices were used during a sub total gastrectomy. It was reported by the affiliate that the tct10 instruments would not fire. Another instrument was used to complete the case. There was no consequence to the pt.